Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that she feels well and requires no medical attention. The customer's expected blood result is 85-95mg/dl fasting. Verified the strips expire 5/14/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained lo and lo fasting. Reviewed meter memory: (B)(6). Memory concerns: lo results. Customer manages diabetes with a dosage of metformin once a day.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue. Correction: (B)(4).

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that she feels well and requires no medical attention. The customer's expected blood result is 85-95mg/dl fasting. Verified the strips expire 5/14/2018. Customer confirms the strips have been properly stored and were first opened 12/27/2015. Customer performed a back to back blood test and obtained lo and lo fasting. Reviewed meter memory (B)(6). Memory concerns: lo results. Customer manages diabetes with a dosage of metformin once a day.